Manufacturer narrative:
Corrected information provided in b.5. And h.10. Additional information received from customer that, posterior capsular rupture (pcr) was resulted from the cataract procedure and the vitrectomy probe was opened to address the posterior capsular rupture and we did not contributed to the event. No further reports will be scheduled under mfg report num. 1644019-2024-00252. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
Additional information received from customer that, posterior capsular rupture (pcr) was resulted from the cataract procedure and the vitrectomy probe was opened to address the posterior capsular rupture and we did not contributed to the event.

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of the probe stopped working; therefore, the condition of the product could not be verified. A review of the device history record traceable to the lot numbers, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. A sample was not received at the manufacturing site and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, therefore; the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during cataract surgery the patient experienced posterior capsule rupture. The physician proceeded with anterior vitrectomy due to with an ophthalmic probe due to posterior capsule rupture. At the end of the anterior vitrectomy procedure advisory messages were appeared and nurse continued by closing without noticing the advisory messages. The vitrectomy probe stopped working and a warning message for the pump appeared. The anterior vitrectomy step was not available as the console was not functional and did not have the option to do the calibration after opening new ophthalmic probe. The calibration steps were still not available even after the restart of console.